Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction h10: it was inadvertently reported in the initial medwatch report that during service and evaluation, it was determined that the small battery drive device had a sticky trigger. The investigation has been updated as this failure was mistakenly specified. Subsequent investigation was performed and it was determined that the device would not run ¿ motor was damaged. Therefore, the reported event (will not run) does not meet the criteria of a reportable complaint as it is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device was damaged and the device would not run, there was component damaged, and the device had a sticky trigger. It was further determined that the device failed pretest for check for unintended motion, check triggers, check for sticky speed trigger, check in ¿off¿ mode, check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward/reverse, and check power with test bench. It was noted that due to the device not functioning, all tests related to functionality of the device could not be performed. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.